Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: [enveor-l], serial/lot [(B)(4)], use by date [02-02-2018], (B)(4). Product ID: [evolutr-26], serial/lot [(B)(4)] use by date [02-21-2019], (B)(4). Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a moderately calcified and mildly tortuous anatomy, the valve dislodged. The delivery catheter system (dcs) was possibly withdrawn prior to the paddle being disengaged. A second valve was implanted valve-in-valve. Five days following the valve implant, the patient condition declined and emergency bypass surgery was performed via thoracotomy. The valve-in-valve had occluded the right coronary artery at the sinus of valsalva causing coronary ischemia. Seven days following the valve implant, the patient expired due to myocardial infarction due to the right coronary obstruction.

Manufacturer narrative:
Corrected information: sex.